Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced high blood glucose level. Customer's blood glucose level was 400 mg/dl. Customer also reported that the insulin pump had motor error. Customer was assisted with displacement test. Displacement test and manual prime were successful and motor alarm did not recur. Customer was able to complete insulin pump rewind customer reported that the drive support cap was normal. Reservoir will not be returned for analysis.